Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient undergoing a trial evaluation. It was reported that the patient¿s healthcare provider (hcp) found a severe infection at the lead site where the lead was placed and the hcp put the patient on an antibiotic, amox-clay 875/125 mg. It was noted the patient programmer was showing that the external neurostimulator (ens) battery was going dead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they met with the patient the day of the report. Patient was reportedly warned about the batteries being low by the verify remote. It was confirmed with the verify remote and the batteries were changed. The verify remote confirmed that the batteries are now fully charged. No further complications reported/anticipated.